Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio tightened the battery pins and kepnuts to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered itself off several times during use with a patient. There were no reports of adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.